Manufacturer narrative:
(B)(4). The primary finding from analysis was that the lead was bent. Functional testing revealed that the lead was electrically fine.

Event description:
It was reported that during an implant procedure, the physician observed that the tip of the lead was bent when he opened the package. A new lead was then used and the operation was completed without further incident.